Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The technician isolated the issue to the head down valve. He replaced the head up and down valves to repair the bed. The technician indicated that all functions were working.